Manufacturer narrative:
The power board for the viewing station of the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that when they turn on their imaging system mobile view station (mvs) nothing appears on the screen and the pc and ups have no led's displayed. The power into the imaging system is fine. No further details regarding the behavior were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The power board for the viewing station of the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The power board for the viewing station of the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The power board for the viewing station of the imaging system was returned to the manufacturer for analysis. The board was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.